Event description:
The customer reported that the left monitored failed to display a fluoroscopic image. This issue will cause the system to be unusable due to the inability to see the live image. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.